Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the part that connects the tubing to the site fell off and on the day of this report insulin did not come out of the tubing during fill tubing step. Patient's blood glucose at the time of this report was 200 mg/dl. No further information available.